Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) pacing lead presented to the outpatient clinic and reported having a syncopal episode. Device interrogation showed loss of capture on the rv lead. The lead was found to be dislodged and was explanted and replaced with a competitor's lead. It was reported that at the implant procedure for this lead and on the following day, the pacing impedance was high, out-of-range at 2600 ohms, with normal sensing and threshold values. The patient is not pacemaker dependent but has intermittent av-block iii, such that the loss of capture resulted in syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix in the retracted position. Visual inspection noted apparent explant damage including bent/deformed conductor coils at 8 cm from the terminal pin, and a cut in the outer insulation at 10 cm from the terminal pin. Resistance testing failed; x-ray analysis found the cut in the insulation was deep enough to have severed the outer conductor coil. No further breaks were observed, and the inner insulation was intact. Laboratory analysis was not able to confirm the loss of capture and lead dislodgement that were observed clinically.

Event description:
It was reported that the patient implanted with this right ventricular (rv) pacing lead presented to the outpatient clinic and reported having a syncopal episode. Device interrogation showed loss of capture on the rv lead. The lead was found to be dislodged and was explanted and replaced with a competitor's lead. It was reported that at the implant procedure for this lead and on the following day, the pacing impedance was high, out-of-range at 2600 ohms, with normal sensing and threshold values. The patient is not pacemaker dependent but has intermittent av-block iii, such that the loss of capture resulted in syncope. No additional adverse patient effects were reported.